Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in 1 bd vacutainer® sst¿ blood collection tube, 48 tubes had foreign matter in the gel, 5 tubes had scale printing errors, 3 tubes had air bubbles in them, and 158 tubes had air bubbles in their gel. All defects were found in lot # 9064558 before use. The following information was provided by the initial reporter, translated from (B)(6) to english: " fm in tube x1. Fm in gel x48. Damaged tube x1. Printing defect x5. Smear on shield x1. Smear on tube x14. Air bubbles in tube x3. Air bubbles in gel x158."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in 1 bd vacutainer® sst¿ blood collection tube, 48 tubes had foreign matter in the gel, 5 tubes had scale printing errors, 3 tubes had air bubbles in them, and 158 tubes had air bubbles in their gel. All defects were found in lot # 9064558 before use. The following information was provided by the initial reporter, translated from japanese to english: " fm in tube x1, fm in gel x48, damaged tube x1, printing defect x5, smear on shield x1, smear on tube x14, air bubbles in tube x3, air bubbles in gel x158".